Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the rewind, load, and prime steps were performed successfully, and all boxes were filled in on the prime screen. The force calibration was within specifications. The pump was run for 24 hours with no alarms or prime issues. The prime issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad, and from the case seal to the grip pad. The battery cap threads were stripped and the cap was unable to be secured to the returned pump or to a test pump. A test cap was secured for testing.